Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4). 2012 with the following findings: the data from the time of the reported hospitalization is unavailable for review due to continued pump use. A review of the current total daily dose history (from (B)(6) 2012) indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
It was reported that the pt was hospitalized for hypoglycemia in (B) (6) 2009.

Manufacturer narrative:
The pump has not been returned to animas for eval. There is no reported pump malfunction associated with this event and the pt has continued to use the pump for 5 months with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.